Event description:
The pt had a "painful heart attack" cause by in-stent restenosis. The pt underwent coronary bypass surgery "to repair the artery with the clogged stents".

Manufacturer narrative:
This medwatch reflects two cyphers with unk catalog and lot numbers. The pt had a "painful heart attack" caused by in-stent restenosis. The pt underwent coronary bypass surgery "to repair the artery with the clogged stents". No other info was received. No products were returned for evaluation; it is presumed they remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis and myocardial infarction are both potential adverse events associated with coronary artery stenting. Without additional info, it is not possible to determine what factors may have contributed to this event.